Event description:
The pt underwent a successful stenting procedure of a 90% left internal carotid artery (ica) stenosis and occlusion of the distal right (ica). During follow-up, the pt experience intestinal bleeding. The pt was diagnosed with a tumor and plans were made to operate. The surgeons stopped the aspirin and plavix; the pt was on following stent implantation and the pt experienced a thromboembolic event, which caused a partial middle cerebral artery infarction. Ultrasound confirmed the stent remained opened.